Event description:
It was reported that the patient presented follow-up. Upon device interrogation, high pacing impedance was measured in the right ventricular lead. No interventions were made as the physician elected to monitor. The patient was in stable condition.